Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: kwq,mni,osh,nkb,kwp e3: reporter is a j&j employee. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 straight rod-300mm was found broken from the tip, the broken fragment was returned. No other issues were found. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 straight rod-300mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: viper2 straight rod, dwg, rev. G current. Only the current version can be confirmed because the device history could not be reviewed. Dimensional inspection: n/a. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was a procedure (l3) on (B)(6) 2023. The tip of the driver shaft in question broke off during screw insertion against l3. Because the patient had a severe hard bone, the surgeon inserted the screw after tapping the same size. However, the tip of the driver shaft could not withstand the hardness of the bone and broke when the quad thread part of the cortical fixated into the hardened part. Then, the surgeon deployed a short rod and removed the screw with the rod attached. The screw was replaced with a new one. The surgery was completed successfully with a 45-minute delay. No further information is available. Concomitant device reported: unknown rods (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) viper2 straight rod-300mm. This is report 2 of 2 for complaint (B)(4).